Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: deflation.

Event description:
Healthcare professional reported left side deflation. Physician observed "any creases" during surgery. The device was replaced.

Event description:
Healthcare professional reported left side deflation. Physician observed "any creases" during surgery. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, partial delamination of valve assessed as adhesive failure. Crease/folding of implant: crease fold is observed on the device. Additional observations: wear abrasion is observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.